Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that following several falls, the patient experienced uncomfortable stimulation at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and all test steps passed. A review of the ipg diagnostic logs did not find any discrepancies that would have contributed to the observation.